Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that the insulin pump had received raised an issue on insulin pump and it was not delivering much insulin and it was not sending alarm. Customer¿s blood glucose level was 182 mg/dl. Customer stated that the sensor had received changed sensor. Customer declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. No unexpected insulin flow blocked alarm noted. The insulin flow blocked alarm functioning properly. The test guardian link communicates properly to the pump noted. No unexpected calibration not accepted alert during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.